Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01688.

Event description:
The patient was undergoing a coil embolization procedure to treat a renal varix using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician inserted a lantern via an occlusion balloon catheter. While advancing a ruby coil through the lantern, the physician decided to remove the ruby coil for repositioning. However, upon retraction, the ruby coil unintentionally detached inside the lantern. Therefore, the physician attempted to push the detached coil with wires and flush it into the varix; however, the ruby coil became stretched and occluded the balloon catheter. The lantern and balloon catheter were then removed together. Upon removal, a kink was noticed just inside of the distal marker band of the lantern. The physician then removed more stretched coil through the sheath. Next, the physician advanced a 4fr catheter through the sheath and pushed the remaining coil in the varix. The procedure was completed using a new lantern, the 4fr catheter, ruby coils and pod packing coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report number: 3005168196-2018-01688.

Event description:
The patient was undergoing a coil embolization procedure to treat a renal varice using ruby coils and a lantern delivery microcatheteter (lantern). During the procedure, the physician inserted a lantern via an occlusion balloon catheter. While advancing a ruby coil through the lantern, the physician decided to remove the ruby coil for repositioning. However, upon retraction, the ruby coil unintentionally detached inside the lantern. Therefore, the physician attempted to push the detached coil with wires and flush it into the varice; however, the ruby coil became stretched and was partially implanted in the patient and partially occluding the balloon catheter. The lantern and balloon catheter were then removed together. Upon removal, a kink was noticed just inside of the distal marker band of the lantern. The physician then removed more stretched coil through the sheath. Next, the physician advanced a 4fr catheter through the sheath and pushed the remaining coil in the varice. The procedure was completed using a new lantern, the 4fr catheter, ruby coils and pod packing coils. There was no report of an adverse effect to the patient.